Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 512 mg/dl. The customer's blood glucose value was unknown at the time of hospitalization. The customer experienced nausea, vomiting, abdominal pain and difficulty in breathing. The insulin pump was not on auto mode at the time of incident. The customer treated with insulin drip and insulin pump. Customer declined to perform a carelink upload. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.